Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. After appropriately priming the 24mm watchman flx closure device and making an acceptable wet to wet connect of the watchman fxd curve access system (was), air could be visualized heading towards the patient coming from an unknown location within the facilities non-bsc tubing and/or procedure manifold and entering the patient through the was. The physician attempted to aspirate the air but was unsuccessful. A decrease in the patient's blood pressure was noted which resulted in a mean arterial pressure (map) in the 30s. The patient experienced cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. A percutaneous ventricular assist device was placed, and the patient was placed in the intensive care unit (ICU) in the hospital.